Manufacturer narrative:
H.6. Investigation: 1 sample was returned by the customer. It was reported that the tubing would not prime past the filter nor aspirate lipids past the port on the tubing. The set was examined for defects and abnormalities. It was observed that the tubing was broken off at the proximal filter connection. Since the tubing was broken off at the proximal filter connection, the tubing could not be primed, and the failure could not be replicated. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review could not be performed on model: 10010453 because a lot number was not provided by the customer.

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free was clogged / blocked / occluded. The following information was provided by the initial reporter: material no: 10010453, batch no: unknown. Staff reported an issue with item#: 10010453. See below for details. The item was retained so please provide instructions for return. Patient: (B)(6), female pt on intralipid's. While changing lipid tubing - the tubing would not prime past the filter. Also could not aspirate lipids via the port on the tubing past the filter. Tubing was collected and bagged. This was attempted x2 but both were unsuccessful to prime past the filter. Regular IV tubing was used instead.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore the date of birth has been listed based on the age and date of event. Device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free was clogged/blocked/occluded. The following information was provided by the initial reporter: material no: 10010453, batch no: unknown. Staff reported an issue with item #10010453. See below for details. The item was retained so please provide instructions for return. Patient: 17 day female. Pt on intralipids. While changing lipid tubing - the tubing would not prime past the filter. Also could not aspirate lipids via the port on the tubing past the filter. Tubing was collected and bagged. This was attempted but both were unsuccessful to prime past the filter. Regular IV tubing was used instead.